Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the patient "failed therapy". The patient had a history of inflammatory masses. The pump and catheter were explanted. The device and catheter were retained by the hospital and will not be returned. The physician reported no kinks, breaks or masses upon catheter removal.

Event description:
A spiral CT was done and showed that catheter was only delivering medication from the bottom 2 holes. Tissue had grown over the tip of the catheter and was causing an occlusion. The pt was overdosed because the catheter was blocked up and this caused the medication to collect until it was forced out all at once. The pt was admitted to the hospital. The pt's mother was concerned about repeated catheter failures. The medication being delivered via the device was lioresal.